Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that when the needle plunger was retracted, there was no suture present on the anterior needle. The device was removed and a second perclose a-t device was inserted and successful closure was achieved. Upon analysis of the returned device, it was discovered during testing and investigation that a guide break occurred. There is no report of any adverse patient effect. Although requested, no additional information has become available.